Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) the home patient (hp) recycled power which cleared the alarm. The tsr explained alarm. The tsr advised the hp to discard supplies and contact registered nurse (rn) regarding air detect alarm and for connecting and disconnecting. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the homechoice. The hp said that he completed therapy with manuals. The hp stated that he disconnected during dwell and did not press stop. The hp connected after drain had started. Per hp, there were no loose connections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The reported problem was confirmed. The assignable cause was related to use error.